Event description:
It was reported that the customer had low blood glucose levels of 42 mg/dl. The customer treated with glucose tablets. The customer reported having difficulty removing the battery cap of the insulin pump. The customer also reported a crack on the housing of the insulin pump. No additional info was provided.

Manufacturer narrative:
Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and stripped battery cap coin slot. (B)(4).